Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0204745293, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that there were high impedances on the right lead. The values were as follows: electrode 0 = 6289 ohms, 1 = 4890 ohms, 2 = 4219 ohms, 3 = 5360 ohms. As a result the device was reprogrammed on (B)(6) 2018 with the event still ongoing. The etiology was noted as related to the device or therapy and not related to the implant procedure. No patient symptoms were alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device was interrogated on (B)(6) 2018, there was high impedance on slots 0, 1 and 3. The device was reprogrammed with stimulation on slot 2. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the issue was resolved without sequelae on 2020-05-07.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received noting the clinical diagnosis was updated to akinesia. As of (B)(6) 2018, there was slight improvement in akinesia (for a few days) and improvement of dyskinesia since the reprogramming and drug therapy adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on (B)(6) 2019 the patient had improvement of the general state because of the hospitalization in rehabilitation unit with intensive physiotherapy and speech therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. Symptoms included worsening of the akinesia on (B)(6) 2018 followed by improvement of akinesia and freezing as of (B)(6) 2019. The event resulted in hospitalization in rehabilitation unit on (B)(6) 2018, with intensive physiotherapy and speech therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated there were no falls or trauma associated with the issue. There were no interventions planned at the time of this report. Examination on (B)(6) 2018 noted high impedance on contacts 0, 1 and 3. The impedance on contact 2 was relatively good. Reprogramming occurred (B)(6) 2018 and there was slight improvement after reprogramming in (B)(6). Reprogramming included activating contact 2 and changing from stimulation in voltage to current. It was noted next examination would reveal if reprogramming was efficient. The cause of the high impedances was not determined. Symptoms included akinesia and dyskinesia, but it was not clear if it was related to high impedance. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.